Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that patient faced an infusion set event where patient didn't remove needle cover on (B)(6) 2025. The patient pushed infusion set with needle cover against the skin which led to bent needles and not getting any insulin. The blood glucose level was high at the time of event and the patient was treated with correction via multiple daily injections (mdi). Patient also found positive for ketone levels. No further information available.